Manufacturer narrative:
The pump passed the displacement and unexpected restart tests. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to conduct the prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the off no power and self tests. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and unexpected restart. The customer rewound the insulin pump but they received a message that said that the settings were lost. The motor error and unexpected restart alarms kept reoccurring. Customer's blood glucose level was 9 mmol/l. The customer was using a spare insulin pump. The device was not returned.